Event description:
Discordant sars results received during comparison study. Pcr resulted positive, and then up to 72 hours later the sample was tested on sofia sars and resulted negative. The sample was eluted in an unknown brand of vtm. No information available regarding CT values or data regarding symptom onset.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.